Event description:
Information received via mail on (B)(6) 2014, from (B)(6) that his client, (B)(6) experienced "... A false, abnormally high blood glucose result due to contaminated, causing plaintiff, (B)(6) to administer an inappropriate dosage of insulin resulting in a hypo-glycemic shock." "...(B)(6), sustained severe disabling injures, including but not limited to a fractured right hip requiring a total hip replacement, as well as various abrasions and contusions." No information on the type of device used or lot numbers of any test strips or any blood glucose readings or dates of hospitalization was forthcoming.

Manufacturer narrative:
Test strip lot # unk. Control solution lot # unk. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.